Event description:
The lead was returned with no information and subsequently tested out of specification. The device was removed from service. No patient complications have been reported as a result of this event.